Event description:
It was reported that the system may have had uncommanded x-ray. The in house biomed stated that the generator may have locked up due to low power supply voltages. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.